Event description:
It was reported by service report that the rod end was coming off the release linkage causing the cot legs to not retract. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod end of the release linkage.